Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 3 years since the subject device was manufactured. Based on the investigation results, it is unknown whether there was deviation from IFU in reprocessing steps on locations with foreign material. Although we confirmed foreign material in the air/water cylinder, air/water channel and auxiliary water, we could not identify the foreign material. The root cause of the foreign matter remaining on the device could not be identified. The suggested events are detectable and preventable by handling device in accordance with the following IFU. IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign material inside the air/water cylinder, air/water tube and jet tube. There were no reports of patient involvement.